Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that cartridge patient line was "creased and bent". Customer's blood glucose level ranged from 370 mg/dl to 408 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin was resumed.